Event description:
In review of published literature, the following findings were noted. Ahmed a abou-issa, wael abdolghaffar, fady elganayni, diagnostic radiology department, mansoura university, egypt, mohammad bafaraj, vascular surgery department, alnoor specialist hospital, holy makkah, saudi arabia hesham fathy soliman, anesthesiology department, ain shams university, egypt. 0378-603x_2012 egyptian society of radiology and nuclear medicine. Production and hosting by elsevier b.v. All rights reserved. This series included 14 pts treated with gore tag thoracic endoprosthesis for acute traumatic aortic injury (atai) to the thoracic aorta between (B)(6) 2010 and (B)(6) 2011. The article reports, in this series there was a complication (case 4) involving inadvertent proximal movement of the stent graft during deployment, resulting in coverage of the common trunk and partial encroachment of the left common carotid artery.

Manufacturer narrative:
Result - a review of the mfg records for the device was not conducted as the device lot number was unavailable. Conclusion - the gore tag thoracic endoprosthesis, instructions for use states: the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta). Please note: as no date(s) specific to the event were provided; the date of event was determined to be (B)(6) 2012, the date the article was published online. Table 1 of the article determined the device involved was a tag3110 and the pt was a (B)(6) male.